Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary. Root cause-electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient involvement. It was reported that the issue was noted before patient use.

Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient involvement. It was reported that the issue was noted before patient use.